Manufacturer narrative:
Philips service replaced the dcps and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a dcps defect caused a power-up failure outside clinical use on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.